Event description:
Final MDR being submitted for the completion of investigation on 21-may-2021. Results and conclusions are outlined in section h of this report.

Manufacturer narrative:
Device evaluation: the geenen pancreatic stent of unknown rpn and lot number was unavailable for return to cirl for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article "¿are large side holes associated with reduced rates of pancreatic stent occlusion? Results of a prospective study¿. Complaint files: (B)(4) (emdr 3001845648-2020-00677) ,(B)(4) (emdr 3001845648-2020-00678), (B)(4) (emdr 3001845648-2020-00679), (B)(4) (emdr 3001845648-2020-00681), and (B)(4) (emdr 3001845648-2020-00680) were opened as a result of this paper. This file was (B)(4) was opened 40 cases of stent occlusion of the geenen pancreatic stent. (Rpn: unknown). (B)(4) was opened for 42 cases of off-label prophylactic use of the geenen pancreatic stent and stent occlusion. (Rpn: unknown). (B)(4) was opened for 6 cases of off-label use of the cotton-leung biliary stent and stent occlusion. (Rpn: unknown). (B)(4) was opened for 9 cases of off-label prophylactic use of the zimmon pancreatic stent and stent occlusion. (Rpn: unknown). (B)(4) was opened 40 cases of stent occlusion of the zimmon pancreatic stent. (Rpn: unknown). Document review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. According to the information reported in the paper 71 pancreatic stents were removed in 71 patients and 3 stents were excluded due to excessive damage leaving 68 stents to be analysed. 28 of the 68 patients had stents placed for the prevention of post-ercp pancreatitis 28 (41.2%)-off label with a standard geenen® (cook endoscopy, winston-salem, nc, USA). The remaining 40 stents placed consisted of chronic pancreatitis 23 patients, pancreas divisum 8 patients, pancreatic duct leak 7 patients, pancreatic pseudocyst 1 patient, pancreatic duct stricture without chronic pancreatitis 1 patient. All 40 of these devices were used on-label. At the time of clinically indicated, 42/68 (61.8%) pancreatic stents were completely occluded according to the water-leak test. According to clinical input from our medical adviser the stent occlusions that occurred were just an observation at the scheduled removal time and intervention would not have been required to prevent impairment/damage. The stents were inspected by endoscopists prior to removal, and endoscopists were asked to predict whether or not the stent was occluded, in other words, the stent removal was not due to patient¿s symptom (stent occlusion). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed stent occlusion as it was noted as per the instructions for use, obstruction of common bile duct is a known potential complication. The complaint is confirmed based on customer testimony. According to the information reported occlusion occurred in 40 patients. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Buscaglia et al 2009 (zimmon/geenen/cotton leung) ¿ ¿are large side holes associated with reduced rates of pancreatic stent occlusion? Results of a prospective study¿. The majority of patients had stents placed during ercp for prevention of post-ercp pancreatitis (off-label) (28, 41.2%) and the treatment of chronic pancreatitis (23, 33.8%). Standard geenen® (cook endoscopy, winston-salem, nc, USA) pancreatic stents were placed in 53/68 (77.9%) of patients. The remaining 15 (22.1%) stents were comprised of either cotton-leung® (cook endoscopy , winston-salem, nc, USA) biliary stents (n=6), or single pigtail zimmon® (cook endoscopy, winston-salem, nc, USA) pancreatic stents (n=9) indication for pancreatic stent placement in 68 patients: prevention of post-ercp pancreatitis 28 (41.2%)-off label chronic pancreatitis 23 (33.8%)-on label. Various: 17 (25.0%). Pancreas divisum 8 patients - on label. Pancreatic duct leak 7 patients - on label. Pancreatic pseudocyst 1 patient - on label. Pancreatic duct stricture without chronic pancreatitis 1 patient - on label 40 devices used on label. At the time of clinically indicated removal, 42/68 (61.8%) pancreatic stents were completely occluded according to the water-leak test. This file will capture the potential occurrence of geenen stent occlusion within the 40 patients where the device was used on label.